Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the driver was worn. Additional information was received. It was reported that the surgeon was removing voyager hardware and the tip of the screwdriver broke off into the head of the screw. The surgeon held a suction tip onto the broken piece and removed it from the screw head. There were no patient complications and a regular solera driver from the focus instrument set was used to remove the screw.

Manufacturer narrative:
H3, h6) the driver returned to a medtronic facility on (B)(6) 2025. Codes b21, c21, and d16 are applicable. H2) multiple annex a codes were applied to capture this event. A05 captures the worn driver while a040103 captures the tip of the sc rewdriver breaking off. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the device was returned to the manufacturer for evaluation. In summary, the analysis concluded the tip was broken off the returned driver. Codes b01, c07, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the case was an open lumbar fusion/revision. It was also noted that there was no surgical delay.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.